Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that the during pre-surgery set-up it was observed that the chuck of the impactor device was coming apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the chuck of the device was coming apart was confirmed. The device was visually inspected, and it was found that the device failed visual inspection; the glamour cap was disengaged from the flipper housing. No extensive user damage was apparent. The impactor functioned as intended. The impactor's glam cap hoopster did not sit properly within the flipper housing groove and allowed the glam cap to unseat. The glam cap, flipper housing, and hoopster are the three main components that hold the glam cap to the front can assembly. The parts were removed from the impactor and measured. The glam cap was measured and was in specification. The cause for the found defect is a confirmed manufacturing error. The impactor's glam cap hoopster did not sit properly within the flipper housing groove and allowed the glam cap to unseat. The hoopster wedged between the glam cap and flipper housing tight enough to allow the assembler to pass the impactor through the various tests. The glam cap then separated from the hoopster during use. The assignable root cause of these conditions was determined to be related to a manufacturing issue. The manufacturing record evaluation (mre) was performed and identified a nonconformance (nc) related to the reported incident. A new nc generated to address the re-occurring issue.